Event description:
Possible device related complication reported during clinical trial. Insert did not seat. There was no further action taken and no further symptoms reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.